Manufacturer narrative:
Other relevant device(s) are: product ID: connector, 9735859, pnl-mnt ethrnt s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that there was a loose connection where the network cable plugged into the navigation system. It was noted that this caused the imaging system spin to not transfer. A photo of the bulkhead from the site showed that the bulkhead appeared to be slightly bent. There was no reported impact to the patient outcome.

Manufacturer narrative:
Additional information received, updated to reflect this information. The system was serviced in the field and passed hardware, software and instrument tests. The system failed visual inspection due to the bulkhead connector being out of socket. Hardware parts were replaced and the failure was resolved and the system was then performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that there was a loose connection where the network cable plugged into the navigation system. It was noted that this caused the imaging system spin to not transfer. A photo of the bulkhead from the site showed that the bulkhead appeared to be slightly bent. In order to transfer the scan from the imaging system the site ended up bringing in another navigation system. There was no reported impact to the patient outcome.